Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was scheduled to undergo a breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis when the device ruptured prior to implantation. The ruptured device did not come into contact with the patient and there was no patient involvement.

Manufacturer narrative:
On 08/08/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a rupture on a breast implant before being implanted. During analysis of the device, a rupture was noted in the posterior view expanding to the anterior view, measuring approximately 7.4 cm. No other anomalies were discovered. During the microscope examination striations were detected in the edges of the rupture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the rel se of this lot. No further investigation will be conducted on this complaint as there is no indication that the issue found is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer reference number: (B)(4).